Manufacturer narrative:
A batch record review of lot c736 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. Trends were reviewed for complaint categories. Empty a/c alarm, occlusion patient alarm, centrifuge bowl leak/break, and leak centrifuge alarm. No trends were detected for these complaint categories. Manufacturer CAPA (B)(4) was initiated for complaint category. Empty a/c alarm. Manufacturer scar (B)(4) was initiated for complaint category, centrifuge bowl leak/break. A use error occurred when the customer opened the centrifuge, while the bowl was still spinning, with the treatment in "paused" state. The blood leak was reported to have occurred at this time. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specifications based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
The customer reported three empty ac alarms had occurred during cycle 1, although the ac bag was not empty. The customer stated no empty ac alarms had occurred during prime. The customer stated that she had to reset the alarms. The alarms returned, and she delivered a saline bolus in an attempt to clear these alarms. The customer stated there was some air visible in the anticoagulant line, which is typically seen when an empty ac alarms occur. The clinical services specialist (css) advised the customer on how to use a tube stripper to move the air in the ac line away from the fluid logic module and out to the ac bag, as detailed in the instrument's operator's manual. The customer followed this process and reported the empty ac alarms seemed to have been resolved, and the treatment then proceeded. The customer stated the ac drip chamber was filled with ac fluid, as it should be. The customer called back a short time later and reported that patient occlusion alarms had occurred since the last phone call, as the patient's port did not allow return volume to flow. Thus the treatment had been paused. The customer reported that while trying to resolve the patient occlusion alarm, she had opened the centrifuge and had handled the bowl. A blood leak had then occurred from the bowl while it was in the centrifuge. The customer reported that the treatment was aborted and the blood in the kit at that time was not returned to the patient. The customer stated they typically use an 8:1 ac ratio for this patient, and that this 8:1 ratio had been programmed in the instrument after the kit was primed. The patient was reported to be in stable condition. The customer initially described the blood leak as coming from a cracked bowl. The customer was not sure if the leak had come from the bowl seal or from a crack. The customer could not recall if a blood leak alarm had occurred before the blood leak. The customer stated she had already cleaned the blood leak from the centrifuge and no blood was visible in the centrifuge now. The css called the customer back on the same day to follow up. The customer stated no blood was found in the drain bag and the centrifuge had been cleaned. The css asked the customer to power on the instrument, and a blood leak alarm then occurred. The customer indicated the alarm was likely due to residual cleaning agent still in the centrifuge. The customer will attempt to dry the centrifuge more thoroughly and agreed to follow up with clinical services later in the day to ensure the leak alarm can be cleared. The customer was asked again to describe if any damage was observed with the bowl or the tubing connected to the bowl. The customer stated she had not observed any damage associated with the blood leak. The customer then reported that when the treatment had been paused to attend to the patient occlusion alarm, she had opened the centrifuge, not realizing that the bowl was still spinning in the centrifuge, and that the blood leak had then occurred. The customer stated the kit had already been discarded in a red bag and she declined to return the kit. Service is not being dispatched at this time, as customer has indicated that the leak has been cleaned sufficiently.